Event description:
It was reported by the patient's nurse practitioner that the patient's battery is getting low and they have experienced an increase in seizures recently. No other relevant information has been received to date.